Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the pre-stent graft embolization of the internal iliac artery (iia), the 5mm x 15cm galaxy g3 coil (gly120515 / l13901) was the sixth coil used; but there was resistance felt between the meister microcatheter (asahi intecc) and the complaint coil. The coil was removed and was confirmed to have become unraveled. The coil also became separated in the blood vessel; the fragment(s) were removed with a snare. It was reported that the patient¿s blood flow was stopped as a result of the event. The procedure was successfully completed with five coils (the micrusframe 18, the deltafill 18 and the g3). There was no report of patient adverse event or complication. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 5mm x 15cm galaxy g3 coil was received contained in a pouch. Visual inspection was performed. Only the embolic coil was returned. This is consistent with the preliminary photo images of the complaint device captured by the j&j japan affiliates. The returned embolic coil was inspected under the microscope and was observed to be in a stretched and kinked condition. The preliminary photos of the complaint device as captured by the j&j affiliates showed the appearance of an embolic coil in stretched condition. The reported issue that the 5mm x 15cm galaxy g3 coil encountered resistance with the meister microcatheter could not be confirmed through functional evaluation as only the embolic coil was returned, the rest of the components of the device was not returned. The stretched / unraveled condition of the coil was confirmed when the embolic coil underwent microscopic inspection. The embolic coil was found kinked and stretched. The issue related to the coil becoming separated in the blood vessel cannot be confirmed as the issue is dependent on the patient¿s anatomy, the procedural handling of the device. The product analysis lab cannot duplicate the environment of the surgical field to evaluate for this issue. A review of manufacturing documentation associated with this lot (l13901) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Resistance between the coil and microcatheter, coil stretching or breaking, and arterial occlusion are known potential procedural complications associated with the use of the galaxy g3 coil. The root cause of the event cannot be conclusively determined based on the limited information available for review and without the return of the complaint device and procedural films; however, coil stretching, and separation are indicative of the application of excessive force, possibly in an attempt to overcome the reported resistance. Excessive force applied to a coil through repeated coil deployments or manipulation can increase the possibility of coil stretching and breaking. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. The IFU also cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. The microcoil system should be gently removed. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. The reported issue related to the condition of the coil being unraveled / stretched was confirmed through the microscopic inspection of the returned embolic coil. The exact cause of the stretched and kinked condition of the coil cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The embolic coil could have become kinked and stretched when the resistance was encountered between the coil and the microcatheter; force may have been inadvertently applied during the attempt to advance / retract the coil in the microcatheter which resulted in the coil becoming kinked and stretched. It is also possible that clinical and procedural factors, including aneurysm / vessel characteristics, device manipulation, and device interaction, may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on (B)(6) 2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(4). Preliminary photo images of the complaint device were captured by the j&j japan affiliates. The pre-shipment photos were reviewed by the product analysis lab team. Based on the photos, it can be determined that only the embolic coil was received for analysis and the coil appeared to be in a stretched condition. The reported resistance issue between the coil and the microcatheter cannot be determined based on the photos as only the embolic coil can be observed. The reported coil separation was confirmed, but the exact timing of the occurrence cannot be determined. The stretched coil condition was also observed on the photo. Further investigation will be performed once the device is returned for evaluation and analysis. A review of manufacturing documentation associated with this lot (l13901) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Resistance between the coil and microcatheter, coil stretching or breaking, and arterial occlusion are known potential procedural complications associated with the use of the galaxy g3 coil. The root cause of the event cannot be conclusively determined based on the limited information available for review and without the return of the complaint device and procedural films; however, coil stretching, and separation are indicative of the application of excessive force, possibly in an attempt to overcome the reported resistance. Excessive force applied to a coil through repeated coil deployments or manipulation can increase the possibility of coil stretching and breaking. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. The IFU also cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. The microcoil system should be gently removed. If the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the microcatheter at or slightly inside the ostium (neck) of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Assignment of root cause for the event remains speculative and inconclusive; however, it is possible that clinical and procedural factors, including aneurysm/vessel characteristics, device manipulation, and device interaction, may have contributed to the reported event. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the pre-stent graft embolization of the internal iliac artery (iia), the 5mm x 15cm galaxy g3 coil (gly120515 / l13901) was the sixth coil used; but there was resistance felt between the meister microcatheter (asahi intecc) and the complaint coil. The coil was removed and was confirmed to have become unraveled. The coil also became separated in the blood vessel; the fragment(s) were removed with a snare. It was reported that the patient¿s blood flow was stopped as a result of the event. The procedure was successfully completed with five coils (the micrusframe 18, the deltafill 18 and the g3). There was no report of patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 1/21/2020. [Additional event information]: the healthcare professional reported that during the pre-stent graft embolization of the internal iliac artery (iia), the 5mm x 15cm galaxy g3 coil (gly120515 / l13901) was the sixth coil used; but there was resistance felt between the meister microcatheter (asahi intecc) and the complaint coil. Continuous flush was not maintained through the microcatheter. The coil was removed and was confirmed to have become unraveled. It was reported that the coil unraveled and became separated in the blood vessel. The fragment(s) were removed with a snare. It was reported that the patient¿s blood flow was stopped as a result of the event. No information was available regarding how the blood flow was restored in the patient. The event did not result in any patient injury or in any clinically significant procedural delay. The procedure was successfully completed with five coils (the micrusframe 18, the deltafill 18 and the g3). E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.